Manufacturer narrative:
The insulin pump received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump had a partial display anomaly; there was a blue line going across the lcd screen. The patient's blood glucose at the time of incident is unknown; however, the caller stated that the patient experienced high blood glucose values that coincide with the display issue. The caller confirmed that the device was neither dropped nor bumped. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.